Manufacturer narrative:
The insulin pump received with normal operating currents and passed the self-test, rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. We were unable to perform the unexpected restart error, occlusion, and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed a motor error alarm during a refill. Customer's blood glucose was unknown. Customer was advised that the device will be replaced. Customer agreed to return the device for analysis.